Event description:
It was reported that the user experienced sustained high blood glucose reported at 328 mg/dl while using the ilet with a subcutaneous infusion set and later observed a kinked cannula after removing the set; the user had previously attempted an improper applicator maneuver when the inserter triggered prematurely and subsequently took an outside insulin injection, with the infusion set lot provided. Symptoms included sleepiness consistent with hyperglycemia. Outcomes included a missed insulin dose effect, delay to therapy, and the need for unexpected medication intervention via subcutaneous injection. Investigation included communication with the user and analysis of the user-provided information. Investigation of this case revealed no device malfunction, a usage problem related to an improper or incorrect insertion procedure, and involvement of the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial